Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of this issue was determined to be a design/process issue.

Event description:
During a patent foramen ovale (pfo) closure procedure, the catheter tip fractured. When the viewflex ice catheter was introduced into the patient via the femoral vein, the tip got caught and bent. The user continued to introduce the catheter into the patient and the tip still appeared bent on fluoroscopy. Therefore, the decision was made to remove the catheter from the patient with no consequences. Upon removal, the tip of the catheter was noted to be snapped.